Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was over infusing. It was reported that the issue was found during setup and there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis for an over infusion complaint. The device was returned with a damaged lens and the tamper seal missing. The accuracy test was performed, and the reported issue was duplicated. The cause of the issue is an out of specification expulsor. The expulsor will be trimmed to resolve the issue.